Event description:
A report was received that the patient was experiencing discomfort due to the pocket position. The patient underwent a revision procedure wherein the battery was relocated. The patient was doing well postoperatively.